Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hemodialysis, a leak was discovered and the venous and arterial luer adapters were discovered to be cracked. The catheter was replaced and there was no harm to the patient.

Manufacturer narrative:
Evaluation summary because no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation. Two photos were provided by the customer. Visual evaluations of these photos were performed. The pictures showed a syringe attached of one venous and one arterial adapter. In these pictures a crack was observed in the thread of the adapters. Manufacturing performs 100% inspection for cracked adapters per procedure, which would identify this issue in the catheter assembly. The instructions for use (IFU) states that the customer must perform an inspection before using the device and over tightening the catheter connections can crack some adapters. The reported condition has been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information, it can be concluded the adapters were more likely damaged during use. No evidence was found to link this event to a manufacturing related cause. No trends or triggers have been found for this event, therefore, no action is deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.